Event description:
This is a spontaneous case report received from a medical doctor in united states on 31-aug-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2015 for sterilization. Additional information received on 02-sep-2015. When the device was placed by the physician, the outer coil fractured, and came out with the delivery catheter. He placed one successfully, and the other one fractured. He left it in place because there was no way to remove it. On (B)(6) 2015 a hsg (hysterosalpingogram) was performed and according to the physician it had good occlusion and good location. The film was reviewed and both outer and inner coil fractured and only a fragment of the device was left in the patient. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during placement procedure both outer and inner coil fractured and only a fragment of the device is left in the patient (interpreted as device breakage). This event is non-serious and unlisted in the reference safety information for essure. During difficult insertions, single cases of device breakage have been reported. In the present case, during insertion the coil fractured, and came out with the delivery catheter, only a fragment of the device was left in the patient. Since the device breakage occurred during essure insertion procedure, a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident due to device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis and further information have been requested.

Manufacturer narrative:
Follow-up information was received on 28-sep-2015 via device breakage with essure questionnaire. Patient's initials, date of birth, weight and height were provided. This report refers to a (B)(6) years old female patient. On (B)(6)-2015 essure was inserted. The inner coil did not deploy and the implant broke during placement. Broken pieces were retrieved with scissors. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during placement procedure, the inner coil did not deploy and the implant broke during placement (previously reported as both outer and inner coil fractured and only a fragment of the device is left in the patient) (interpreted as device breakage). Broken pieces were retrieved with scissors. This event is non-serious and unlisted in the reference safety information for essure. During difficult insertions, single cases of device breakage have been reported. Since the device breakage occurred during essure insertion procedure, a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident due to device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis is expected.

Manufacturer narrative:
Result and assessment of the product technical complaint investigation received on 29-oct-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned as of 18-sep-2015. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a technical issue. However, no medical events were reported. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during placement procedure, the inner coil did not deploy and the implant broke during placement (previously reported as both outer and inner coil fractured and only a fragment of the device is left in the patient) (interpreted as device breakage). Broken pieces were retrieved with scissors. This event is non-serious and listed according to technical analysis. During difficult insertions, single cases of device breakage have been reported. Since the device breakage occurred during essure insertion procedure, a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident due to device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. There is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information was received on 30-nov-2015 via essure device breakage questionnaire. Patient's weight and height were updated. On (B)(6) 2015 essure insertion was attempted. The instructions for use (IFU) were followed, no deviations from the insertion procedure as described in the IFU were made. Device breakage was diagnosed during placement. It would not deploy and on trying to remove the inner coil broke. The physician stated essure was not removed. It was also stated that a salpingectomy was performed. Removal was not medically necessary and essure was not removed because of patient request. The broken pieces were retrieved at hysteroscopy during insertion. The patient had no injury and she recovered from breakage and any associated condition. Ptc investigation result received on (B)(4) 2015. Ptc global number (B)(4). Final assessment deployment difficulty is defined as a failure of the micro-insert outer coils to expand from the wound down position. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper deployment: rollback to initial hard stop. Depress button. Perform final rollback. Under normal circumstances, when the physician completes the proper essure placement steps, the release ribbon should disengage from the platinum half band (welded onto outer coils of micro-insert). Once disengagement occurs, the outer coils should expand. If it does not, this is referred to deployment difficulty. Several factors can contribute to a deployment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from expanding and releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the insert's grip on the delivery wire, and potential manufacturing deficiencies. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of a deployment difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment based on the available information no product quality defect was confirmed. Moreover, no medical events were reported, therefore the assessment of a relationship with a quality defect is not applicable. Since no medical events and no batch number were reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during placement procedure, the inner coil did not deploy and the implant broke during placement (previously reported as both outer and inner coil fractured and only a fragment of the device is left in the patient) (interpreted as device breakage). Broken pieces were retrieved with scissors. A salpingectomy was performed but essure was not removed. The device breakage is listed according to product technical analysis. During difficult insertions, single cases of device breakage have been reported. Since the device breakage occurred during essure insertion procedure, a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident due to device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Also, the salpingectomy performed was not performed to prevent permanent damage, it was performed as an alternative contraceptive method(essure inserts were not removed). Based on available information, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is not expected.